Event description:
It was reported, the patient was in ICU and the ICU hcp requested the rate of the pump be turned down. Per the reporter, the lowest they could go was 2.4mg/day but the hcp wanted to go down to 1mg/day. Minimum rate was reviewed if appropriate and per the reporter they did not want to use minimum rate because, they thought it would be too low and cause ¿other medical problems¿. The reporter also stated that they did not believe the patient¿s problems are due to the pump. The patient was admitted (B)(6) 2014 and their hcp¿s group initially saw the patient on (B)(6) 2014. Then the dose was reduced by 5% on (B)(6), things starting to be adjusted. The patient was having memory issues and was going back on the bi-pap when in the ICU. The hcp again stated they did not believe these symptoms are totally due to the therapy. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j11294r31, implanted: 2002 (B)(6); product type catheter. (B)(4).